Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, customer was not outside of the labeled operating altitude range. Customer changed the cartridge to resolve the alarm. Customer's blood glucose was 400 mg/dl.